Manufacturer narrative:
The user reported discrepancies between blood glucose (bg) readings and sensor glucose (sg) values. The case was escalated for further review. The escalation team provided instructions to perform a sensor re-link to clear the calibration buffer and address a potential calibration misalignment. Multiple attempts were made by customer care via phone and email to provide these instructions and to complete the re-linking process; however, the user was not reachable despite multiple contact attempts. A system review in dms confirmed that the user is still actively using the system with up-to-date data. Based on the available information and the inability to complete further troubleshooting with the user, no additional investigation was possible. B4. Date of this report 10 feb 2026. G3. Date received by the manufacturer? 10 feb 2026. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4111,4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.